Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device was not returned.